Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose level ranged from 290 to the 300's (mg/dl). It was indicated that manual insulin injections were administered to address blood glucose level.